Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verioiq meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began at an unspecified date and time during (B)(6) 2016. The patient stated that he manages his diabetes with a combination of insulin (novolog and lantus) and denied making any changes to his usual diabetes management routine when he was unable to test due to the alleged issue. The patient stated that 30-60 seconds after the alleged issue occurred he developed symptom of feeling ¿dizzy¿. The patient denied receiving any treatment in response to the symptom. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that based on the information provided, the subject meter¿s battery did not need to be recharged. The csr educated the patient on the meter¿s behavior and auto-shutoff and alleged meter issue remained unresolved. The products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.